Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed tiny air bubbles coming from the cartridge when changing the cartridge and infusion set. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with removing the air bubbles from the cartridge.